Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels in the 300 mg/dl range. Reportedly, insulin was getting stuck in the luer lock. Customer stated they can see insulin "pooling" in the luer lock, and believe they are not receiving insulin due to this. Customer administered manual injections and changed out all the pump supplies to stabilize bg levels. Customer stated that at the time the reported events occurred the customer was able to see insulin coming out of the tubing. At the time of the report the reported issue was not occurring, therefore troubleshooting was unable to be performed with tandem technical support.